Manufacturer narrative:
The sonicare brush head is an accessory to the hx9160 flexcare platinum power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the toothbrush head of their hx9160 flexcare platinum sonicare power toothbrush had bristles coming from the toothbrush. No medical attention sought.

Manufacturer narrative:
The root cause of the customer's complaint is loose tufts.